Manufacturer narrative:
Follow-up #1: date of submission: 09/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/31/2016 with the following findings: on investigation, the display was confirmed to be dim/faded and discolored. Unrelated to the original complaint, the battery compartment was noted to be cracked. Correction: the serial number for this pump is (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2016 alleging a display (dim/fading/color spectrum) issue. There was no indication that this issue caused or contributed to an adverse physical event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.